Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with one flange at the tip broken off. The broken fragment was not returned for evaluation. Slight discoloration and rounding appeared on the edges of the remaining indicating intense usage. Due to damage and missing portions, measurement of relevant dimensions could not be verified. The other flanges of this locking driver are twisted clockwise indicating over-tightening during usage caused this breakage. Product development evaluation reports the instrument shows damage at the distal tip. One of the four lobes of the driver is completely missing. The shaft failed at the base of the lobe. The remaining three lobes display deformation consistent with tightening the screw. The lobes are discolored on the tightening sides. The drawing details the appropriate dimensions, materials and finishing processes for an acceptable locking screw cervical driver. The dimensioning and tolerancing scheme for the mating screw were reviewed. The design maximizes the strength of the tip with material choice, dimensioning and tolerancing schemes. A review of device history records for manufacturing revealed no complaint related issues. This complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during an anterior cervical fusion (acf) procedure at levels c4-c5, c5-c6, two instruments malfunctioned. One of the flanges on the distal tip of the driver broke into the wound. The fragment was retrieved immediately. As the surgeon was tightening the bone screw, the prongs on the tip end became bent and would not engage the screw. The surgeon used other instruments in the set to complete the procedure with no further problem.